Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to a liquid crystal display (lcd) backlight issue related to a connector on the main printed circuit board (pcb). It was also noted that the lcd display was bleeding. The output connector assembly was broken. The hanger assembly was broken. A capacitor on the main pcb was broken. The upper and lower cases were broken. The keypad was delaminated. The encoder knob was missing. The main seal was broken. The display wire insulation was pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)required repair. The epg has been returned to service. No patient complications have been reported as a result of this event.